Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The product identity was not confirmed due to the product not being returned. The complaint is that the screws broke during an insertion attempt after using a tap. No product was returned and no functional tests or inspections could be performed; therefore the complaint could not be verified and the most likely underlying cause of the complaint could not be determined. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: date of this report, date received by manufacturer, type of report and follow-up number, follow-up type, device evaluated by manufacturer and not returned to manufacturer, additional narratives/data.

Manufacturer narrative:
(B)(4). Review of the device history records shows the lot was released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. The product will not be returned, therefore no product evaluation is able to be conducted. The part number of the tap is unknown and at this time it is not known if the tap is manufactured by zimmer biomet. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported two screws fractured when the surgeon attempted to insert them in the infra-orbital margin. The third screw was able to be inserted correctly after using a different tap. The event resulted in a delay of less than ten minutes. More information was requested but has not been received at this time.